Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that device was cracked.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the device associated with this report was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photographs revealed that the shim is cracked around one of the metal inserts and shows signs of chipping at the edges due to heavy usage. ¿ additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot:the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photographs revealed that the shim is cracked around one of the metal inserts and shows signs of chipping at the edges due to heavy usage. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product has some chipping and a crack. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection found the device scratched and nicked, the observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of sharp tools. However no breakage of chipping was identified. Additionally a crack can be observed around 1 of the metal bushings. The thermal properties of the metal bushing and radel trial body are different resulting in the material to expand and contract at different rates. This puts a significant amount of stress on interfacing materials. Radel, being highly brittle, will succumb to these thermal stresses in the form of stress cracking. This cracking can be accelerated by high frequency autoclave cycles and/or the use of harsh chemicals, however, it is recognized these outside contributing factors act as a catalyst to the propagation of the cracks which ultimately can lead to catastrophic failure of the shims. Due to crack propagation being recognized as an inherent risk of the shims after repeated use, the potential cause is traced to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was not performed since it is not applicable to complaint condition. The overall complaint was confirmed as the observed condition of the [attune shim sz9 7mm] would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.